Event description:
Reference number (B)(4) event occurred in the saudi arabia. It was reported that patient has adhesive issues on (B)(6) 2026. The infusion set fell off and not adhering at the insertion site. No further information available.